Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger resets) was confirmed. As received, the charger/modem was resetting. The cause of the problem was isolated to flash memory components u102 and u105 on computer analog (ca) board sn (B)(4). The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain (B)(4) was approved by FDA on (B)(6) 2013. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor reported battery charger sn (B)(4) was resetting.